Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Upon evaluation, customer support identified that the user may have been entering estimated values during calibration instead of actual bg meter readings, which can adversely affect system accuracy. The user was instructed to calibrate only with true bg meter values and was guided through a sensor re-link using the app. The re-link was completed successfully, and the user was advised to resume normal use and monitor for any further discrepancies. B4. Date of this report 29 nov 2025. G3. Date received by the manufacturer? 29 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and an escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. Following the escalation, the user was instructed to perform a sensor re-link to continue using the system and to calibrate only with a true bg meter value. The user was encouraged to contact us if they notice any additional differences between bg and sg readings. Per dms review, the user is currently using the system and their information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.